Event description:
It was reported that during a surgical procedure at (B)(6) joules of use and 42:01 minutes, a "mis-fire," was observed. The fiber was exchanged and a second fiber was used. At (B)(6) joules of use and 20 minutes, a "mis-fire," was noted. A third fiber was used to complete the case. Patient outcome: "no injury". This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-448a-1360: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the failure analysis, potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.